Event description:
Philips received a complaint on the intellivue mx800 patient monitor device indicating that that unit when connected to the x3 is silencing the invasive blood pressure alarms. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed and escalated to the philips national support specialist. It was stated when the x3 is disconnected from the mx800 and then redocked while an a-line invasive pressure is alarming, the a-line alarms stop. The staff are also reporting that when an x3 is connected to a patient with invasive pressure is docked to the host monitor. Troubleshooting to reproduce the issue, however when docking the x3 to the bedside monitor no issues were replicated. The cause is a few issues where errors were made by biomed when making hand configuration changes to the device and the staff have turned off the alarms for certain parameter confirmed when reviewing the audit logs. Based on the information available and the testing conducted the cause of the issue was user related. Philips worked with the customer and provided a workaround to reconfigure the mx800 devices for that department.